Event description:
A pt was in the process of removing a stoma stent from his tracheal stoma. As he pulled it out, the stoma stent split into two pieces. The proximal end was in the pt's hand. The distal end remained in the pt's stoma. The pt went to a local medical facility, where a staff member removed the distal end from the stoma with a pair of forceps and the pt was released.